Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hals low anterior resection procedure, the surgeon attached the stapler together to anastomose the colon and didn't like the positioning. He went to detach and it would not easily come off. He was not sure if he should redo the purse string or pull a new stapler to be cautious. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was attached and detached without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.